Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rotor door of em 2400, main module was not closing all the way and was not sitting flush, all the magnets were sitting flat. The process step was not specified. There was no patient involvement. No additional information is available.